Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak stopper defective / damaged it was reported by customer that the area around the black syringe plunger is not as tight as it should be. The plunger is able to be wiggled freely with minimum resistance. Verbatim: (B)(6) units were rejected during visual inspection due to leaks. The area around the black syringe plunger is not as tight as it should be. The plunger is able to be wiggled freely with minimum resistance. I have photos of the leaks and a video as well. We will be able to return the units; however, they contain controlled substances, so we will need to drain/rinse them before sending.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 samples, 1 video and 1 photo submitted for evaluation. The reported issue of stopper defective / damaged was not confirmed upon inspection and testing of the samples. Analysis of the video sample showed the plunger rod being moved perpendicular to the syringe barrel. Analysis of the photo and the 2 physical samples did not produce any defect. Bd could not determine a manufacturing or packaging related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.